Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld spring. Fse replaced lld spring, tip clamp and plunger clamp. The instrument was tested without further problem and was returned to expected operation.